Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was not working. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the insulin pump had insulin flow block alarm. The device will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test. Adjusted the audio options audio volume 1-5 and found audio tone does not adjust accordingly. Pump error 63 alarm during self test and confirmed in the device history file due to broken trace at pin keypad assembly.